Event description:
The manufacturer received information alleging a ventilator was auto-cycling and the airflow was fluctuating. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's blower motor was replaced to address the issue.